Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacemaker was surgically abandoned and a new device was implanted 8 months after implant, due to not delivering effective pacing. No additional adverse patient effects were reported.